Manufacturer narrative:
The product has not been returned for eval. Should new info become available a supplemental report will be submitted.

Event description:
It was reported that the screen on/quick bolus button has stopped functioning and the pump will not turn on. The customer has been using manual daily injections for the pst week.